Event description:
According to the reporter, when utilizing the mattress suturing technique while closing an open radical resection of back melanoma, the needle broke when passing through a thick tissue. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. The visual inspection of the opened sample noted one suture and three needles. The open needle had a broken swage end, and under microscopic inspection found instrument marks. A bend moment test was performed on the undamaged needles, and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Grasping the needle at the swaged end can cause the needle to bend or break. The needle should always be held in the middle where the diameter is greatest. Should new information become available, the file will be r e-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when utilizing the mattress suturing technique while closing an open radical resection of back melanoma, the needle broke when passing through a thick tissue. New suture strand was used to complete the case. There was no patient injury.